Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire at the joint of the large hem-o-lok clip applier instrument came loose when the customer was trying to apply the clip. No fragment fell into the patient. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. This caused loose grip cable at the distal end. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified while attempting to use the clip. The surgeon noticed wire spun out at the jaw site during the first application. The customer used a backup instrument. And proceeded with the case. There were no photos/or videos for isi review.

Event description:
Refer to h10/h11 for follow-up information.